Manufacturer narrative:
Device evaluation summary: the device was returned with crystallisation in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, a leak was observed along the catheter, 26cm proximal to the distal tip. The balloon failed to inflate due to leak. Upon visual inspection of the device, there was damage along the catheter at the leak site. Damage was evident 26-27cm proximal to distal tip, with material appearing stretched. Balloon bond also appeared stretched. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a sprinter legend balloon catheter. There was no damage noted to the device packaging. There were no issues when removing the device from the hoop/tray. Negative pressure was applied after the initial prepping of the balloon, before it was used on the patient. It is reported that on the first inflation when the device was inside the coronary artery, the device suddenly stopped inflating and the pressure dropped back to 0 atm. The balloon was then removed and inspected and it was noted that there was a leak coming from the catheter, the balloon itself was fine. No patient injury is reported.